Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnostic procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live and reference on the big screen in the examination room. A review of the system logfiles found a failure in video output. Upon troubleshooting actions, the fse identified video signal conversion problem due to the defective dvi converter in the b-cabinet. Fse replaced the converter with the unused converter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there were no live and reference images in the examination room. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.